Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/26/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the thigh on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with redness, inflammation, and infection under the entire patch area (per patient) which occurred 3 days after the sensor had been inserted into the thigh. The skin was prepped with an alcohol wipe prior to sensor insertion. The patient was also wearing an omnipod 5 insulin pump. The patient went to an urgent care center for evaluation. The patient was prescribed oral keflex. However, the skin reaction did not improve, therefore, the patient¿s prescription was changed to oral doxycycline on (B)(6) 2024. At the time of report, the patient¿s skin was still swollen and red. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.